Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a cracked right plunger case and damaged bottom case. Review of the event history logs confirmed the reported "positive supply bgnd test" error message. Functional testing was able to replicate the reported event. The root cause of the issue was determined to be the main board not operating as intended; no external damage was seen to the main board. The main board was replaced and the issue was successfully corrected. The product?s history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device exhibited a "system failure: positive supply background test" message. It is unknown if there was patient involvement, no adverse patient effects were reported.